Event description:
It was reported that while using bd ultra-fine¿ pro pen needles 32g x 4mm (105 count), the outer cover was difficult to attach and resulted in needle puncture to the patient and a diabetes accessory bag. The following information was provided by the initial reporter: "patient pricked himself several times last month on the pen needle. Patient took the white plastic capsule and used it to twist the needle off the pen. The plastic capsule no longer adheres to the needle housing and falls off again. The contaminated needle can not always be discarded by the patient because a trash can is not always available. Therefore, the needle must be inserted with the plastic cap. When the cap then comes off, the needle is exposed. A stick injury then occurs in the trouser pocket or in the diabetes accessory bag."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 9616656-2021-01538 is a duplicate of 9616656-2021-01500 this supplemental is to cancel MDR 9616656-2021-01538.

Event description:
It was reported that while using bd ultra-fine¿ pro pen needles 32g x 4mm (105 count), the outer cover was difficult to attach and resulted in needle puncture to the patient and a diabetes accessory bag. The following information was provided by the initial reporter: "patient pricked himself several times last month on the pen needle. Patient took the white plastic capsule and used it to twist the needle off the pen. The plastic capsule no longer adheres to the needle housing and falls off again. The contaminated needle can not always be discarded by the patient because a trash can is not always available. Therefore, the needle must be inserted with the plastic cap. When the cap then comes off, the needle is exposed. A stick injury then occurs in the trouser pocket or in the diabetes accessory bag."